Manufacturer narrative:
The complaint sample was not returned to greatbatch for evaluation and the reported event cannot be confirmed. A process review was completed and no discrepancies were found. The initial investigation completed by the distributor (smith & nephew), attributed the cause of the malfunction to be fatigue loading of the weld joint and breakage. No further investigation is required. Complaint investigation provided by smith & nephew. (B)(4): device not returned to manufacturer.

Event description:
It was reported during an unknown patient procedure that the impactor broke. No adverse events were reported as a result of the malfunction.

Manufacturer narrative:
The customer provided additional information which identified the device manufacturing site and the customer purchase order number. (B)(4) was able to cross-reference the purchase number with the corresponding (B)(4) lot number. The manufacturing registration number for the manufacturing site was 9614497. A manufacturing review was completed and no discrepancies were found. Updated manufacturing site to (B)(4). (B)(4).

Manufacturer narrative:
Greatbatch medical is not the legal manufacturer of the device involved in this incident.